Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely and that the device had become inoperable. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Programmer interrogation could not be performed due to the absence of remaining power. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.